Event description:
Meter was missing segments for approximately 3 to 5 days. Patient stated that during that time patient was testing on patient's relative's meter. On the day of the event the patient began to feel sleepy. Patient does not remember the result that patient obtained on relative's meter. Patient was taken to the hospital and patient's blood sugar read 270 mg/dl. Patient was treated with insulin and admitted with hyperglycemia. The patient stated that patient takes insulin based on patient's blood glucose results. Patient continued to take patient's insulin based on the readings from patient's relative's meter. The issue with the meter was not resolved. Based on the information provided, there is evidence, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to the serious injury. The patient was able to test patient's blood sugar on a back-up meter at the time that patient's meter was malfunctioning. A replacement meter has been sent to the patient.